Manufacturer narrative:
The technician replaced the brake steer caster, brake support and the brake bar spacers to resolve the issue.

Event description:
The account alleged the brakes were not holding. No patient impact.